Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 2.75 x24mm synergy drug eluting stent was advanced for treatment. However, the distal edge of the stent got flared. The procedure was completed with another synergy stent. No patient complications were reported.